Event description:
A review of programming and diagnostic data was performed. High impedance was observed that occurred on (B)(6) 2013 and does not appear to have resolved.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contributed to a death or serious injury.